Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set, possibly a flo-gard IV solution administration set, leaked into the pump at the beginning of chemotherapy infusion. The tubing was pierced in the loading chamber. The set was used with a baxter colleague pump. There was no patient injury or medical intervention associated with this event. No additional information is available.